Event description:
It was reported that during a wedge resection procedure, the device was closed onto tissue and fired then the surgeon was unable to get the stapler open. The rep was called during the time of the case and went through the steps however the surgeon was still unable to open the device. The surgeon had to cut around the device to remove. There was more tissue trauma as a result however it is unknown if this changed the patient's post op care. Suture was used to complete the procedure. No other adverse consequences have been reported at this time. On what tissue type was the device used? At what location on the tissue? Lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? More tissue was taken, the surgeon is not a new user and the staff has been inserviced multiple times.

Manufacturer narrative:
(B)(4). Buckled knife, damaged anvil. The analysis results found that one device was returned with the anvil damaged and closed the firing mechanism jammed and with a partially fired cartridge reload loaded on the device. After further analysis it was noted that the knife had buckled. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.